Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. During drain three of four, the patient contacted technical service regarding a slow a drain. There were no alarms at the time of the incident. During troubleshooting, the patient verified that there was nothing wrong with the lines or the clamps that could cause or contribute to the patient¿s slow drain. The technical support representative assisted the patient with cancelling their treatment. Upon removing the cassette, the patient discovered fluid within the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler. The patient had manual supplies available to continue with therapy without the cycler. The patient did not develop any symptoms or require medical intervention as a result of the reported leak. A replacement cycler was scheduled to be provided for the patient. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.